Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that when they were giving themselves a bolus, it was loading to 90% and then it hung out there for a long time. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag. It was noted that the patient wrote down the steps for deleting the data.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump for unknown indications for use. It was reported that their communicator had not worked since last night. The patient stated that the communicator would blink constantly even after it was charged and it was saying it was not finding it. The patient stated that they get 5 bolus a day. The agent asked clarifying questions, and the patient said the device got stuck at 90% and took forever to connect and deliver the bolus since they received the device. The patient pump did not register in the system. The patient did not have date of implant. The agent assisted the patient with clearing the data and closing all applications and resetting the handset and the communicator. The patient was able to connect to pump very fast. The agent recommended recharging the communicator until the battery indicator is green. The issue was resolved with the troubleshooting steps on the call. The agent sent email to prs with patient new address, device, and hcp name.

Manufacturer narrative:
Continuation of d10: product ID: a820 lot#serial#: unknown, product type: software, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.